Event description:
The patient reported reduced therapeutic effect. The catheter was suspected to be out of the epidural space; it was replaced. See manufacturer report number 3007566237-2010-00506 for problems with replacement catheter and outcome.

Manufacturer narrative:
(B) (4). This report is being submitted late due to a delay by a manufacturer's employee. Training is in place.